Event description:
A small perforation occurred after the proximal left sfa silverhawk. Sealed easily with a balloon inflation. The patient was discharged home without further event in 2006.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.